Manufacturer narrative:
(B)(4). The set was not returned for investigation. The lot number was not identified, therefore lot history record review could not be performed.

Event description:
Customer reported the administration set "snapped apart where the blue pumping segment was fused with the blue air detector". Normal saline solution was infusing at a rate of 150 ml/h and fluid was squirting from the top part of the line. It was also noticed that blood had backed up into the lower part of the line. There was no pt harm reported. No add'l info was available.